Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is incorrect initial imaging.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of right si joint pain. The surgeon determined that the most caudal positioned implant was malpositioned and likely did not cross the si joint due to incorrect initial imaging. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the implant and placed a new ifuse implant in a more posterior position. The patient is doing well following the revision procedure.